Event description:
It was reported by service report that the head end of the bed will not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor coupler kit.